Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm reported issue was confirmed as having occurred in the field via the log and was replicated in-house. The log shows multiple communication errors (32097, 25730, 31226) occurring on usm 4 pointing towards the clock spring fiber. The usm was tested on an in-house system in normal mode where it triggered 40100, 32097, and 25730 errors. The usm was also tested on a test platform where it passed the fiber test but tested low on the clock spring fiber. The usm then failed the yaw direction test. A golden clock spring fiber was installed and passed the yaw direction test on retry. The usm passed all other required tests thereafter. During investigation, there was no damage noted on the clock spring fiber.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, it was noted that an error occurred, and the universal surgical manipulator (usm4) was disabled by itself. The procedure was completed as planned with no reported injury.